Event description:
It was reported the pump was explanted. There were volume discrepancies where the actual volumes were twice that of expected. The exact volumes were not known. On reported volume discrepancy had the expected volume as 2 milliliters and the actual volume as 4 milliliters. The catheter was checked for patency and it was good. The system was being used to deliver dilaudid and bupivacaine. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported no rotor study or dye study were performed. It was also reported there were no symptoms related to the event and no cause for the discrepancy determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), product type: catheter. (B)(4). Analysis of the pump found no anomaly.